Event description:
This was a pulmonary vein isolation (pvi) ablation for an atrial fibrillation (afib) procedure. The hansen robotic system was used. Ablations were performed. All four pulmonary veins were isolated, mitral annulus line, roof line and posterior line (box lesion on posterior wall). The system was very slow when moving from one map to another or when opening a new map/remap. The system would freeze. The wait was sometimes 10-15 minutes. When manipulating the map, it did not move smoothly, but ¿jumpy¿. As the case progressed, the performance deteriorated. On examination of the patient the next morning, it was discovered that the patient had developed a slight pericardial effusion. It did not require aspiration and the patient was discharged later in the day. Upon request, additional information on the event was provided. There was no map shift. The system froze repeatedly. When manipulating the map into different views, it didn't move smoothly. It was jumpy. This problem was not resolved and had progressively gotten worse with the different cases performed. This is the first time that there was a pericardial effusion noted. The catheters were visualized during the procedure at all times and sometimes the catheter snapshots were used. There was no cardioversion performed. There was no patient movement. This event was potentially life threatening. The pericardial effusion was slow; therefore, not needing aspiration. The effusion was noted the next morning on a routine examination and echo. This event did not require extended hospitalization.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: c3 navigational variable lasso catheter: model #:d-1290-01-s, lot #: 15823141l. C3 external reference patch: model #:d-1283-02, lot #:OEM_d-1283-02. Smart touch bidirectional catheter: model #: d-1327-05-s, lot #:15821101m. Manufacturer's ref. No.: (B)(4). The outcome was that the patient fully recovered. The prognosis for the patient was good. Per the physician, the causality may have been due to the ¿freezing/slow, sluggish¿ performance of the carto 3 system software and not directly to the catheters. When moving the catheter, it was not always possible to follow the movement because the screen froze. The pvi isolation was achieved and the atypical atrial flutter was ablated. There were no other factors that might have contributed to the tamponade. The physician did not notice any abnormal signals. The physician did not experience any difficulty in manipulating the catheter. It was not known how many ablation applications were delivered to the patient before the event. The rf generator was set to temperature control mode. The power setting was set between 20-30 watts. The flow setting was set to 17/30ml/min. The power was not titrated during the ablation. The smart touch bidirectional catheter was used in an artisan sheath for the hansen robotic system. The act was maintained at >300.

Manufacturer narrative:
(B)(4) this was a pulmonary vein isolation (pvi) ablation for an atrial fibrillation (afib) procedure. The system was very slow when moving from one map to another or when opening a new map/remap. The system would freeze. The wait was sometimes 10-15 minutes. When manipulating the map, it did not move smoothly, but ¿jumpy¿. On examination of the patient the next morning, it was discovered that the patient had developed a slight pericardial effusion. It did not require aspiration and the patient was discharged later in the day. The defective workstation was replaced with another one which was delivered to the account. Then the defective workstation was sent to the haifa technology center (htc) for investigation. Htc found that the corrupt software database caused the issue. The reason could not be identified. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
This event was originally reported as a serious injury. After re-evaluating this event, since there was only a small pericardial effusion with stable hemodynamic condition, no medical intervention and no prolongation of hospitalization this event is not considered a serious injury. However, as it was reported that the system was not functioning as intended during the procedure and could potentially contribute to a patient serious injury, we have corrected the complaint file to reflect as a reportable malfunction. Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).